Event description:
It was reported that after the iab was inserted, helium leak alarms registered on the pump, and the balloon wouldn't inflate. The iab was removed and replaced without any complications.